Manufacturer narrative:
The obturator of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a broken obturator tip. Cracking was observed near the fracture site. Based on the condition of the returned unit and additional information received regarding the event, it is likely that the fracture was caused heat generated from the scope in combination with a downward force exerted on the unit. When exposed to heat for an extended period of time, the plastic tip of the obturator can soften. If a downward force is applied to the obturator while the plastic material is soft, the tip can potentially fracture. The cracking near the fracture site is likely due to prolonged lipid exposure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from sales representative via email on 30 nov 2017:a scope was used with the unit. The size and model of the scope used was 10mm 30° []. The scope was in contact with the unit for 30-45 minutes. [Retrieval bag] 10mm for extraction of specimen has been used.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: some gynecologic procedure. Event description: pictures received from sales representative via email on 25 oct 2017. Event description received from sales representative via telephone on 26 oct 2017: fascia is grabbed by two ''bowlen forceps'', try to insert trough fascia, but this is impossible, have to cancel this step with the trocar. When taking out the trocar the surgeon notices that the tip of the obturator is divided in 2 pieces, which lies in the abdominal wall, but not in the cavity. There are no injuries on the patient. The procedures continues with another trocar. The tip became destroyed when during advancing the abdominal wall. This is a skilled laparoscopic surgeon, that has used our trocars over 5 years. All pieces have been retrieved and will be returned additional information received via email from the sales representative on 16 nov 2017: the incident was on (B)(6) 2017. Patient status: no patient injury or illness occurred associated with the complaint event.